Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Service history review: part no. 03.221.015, lot no: p145491: no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 22march2013. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a two cable tensioners were both used in a case. It was reported that either the trigger or the locking mechanism didn't work for one of them; the device would not tension and was not able to hold the cable. Another tensioner in the set was used to complete the case. There was no harm to patient. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.